Event description:
The explanted lead was received and product analysis is being performed.

Manufacturer narrative:
B5. Date of event - correction - product was received prior to supplemental #3 MDR. D9. Device available for evaluation - correction - product was received on 11/3/2021 prior to supplemental #3 MDR.

Event description:
The lead analysis was performed. No discontinuities were identified within the returned lead portions. Three sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
B5. Describe event or problem - correction - additional information was received prior to supplemental #1 MDR. H6. Investigation findings - correction - code c21 should have been included in supplemental #1 MDR. H10 - correction - inadvertently included corrections in supplemental #1 from MFR report #:1644487-2021-00997.

Event description:
It was reported that there was concern of high impedance issue that taxed m1000 sn: (B)(6) battery leading to the battery depletion. A new generator was connected and high impedance was observed. The lead was inspected and appeared completely intact. Surgeon moved forward with lead replacement. MFR report #:1644487-2021-00997 houses the premature battery depletion. MFR report #:1644487-2021-01616 houses the high impedance.

Event description:
During generator replacement, high impedance was observed. There was the suspicion of a lead defect due to the high impedance was observed on the replacement generator. The lead was inspected and no issues were observed. No known lead replacement surgery has occurred to date. No additional relevant information has been received. MFR. Report #:1644487-2021-00997 captures the premature battery depletion allegation. This report captures high impedance observed during surgery.